Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was right ventricular (rv) oversensing with 36 ventricular non-sustained tachycardia¿s less than equal to 210ms between (B)(6) 2013 and 11 ventricular fibrillations less than equal to 210ms average v-cycle between (B)(6) 2012 and (B)(6) 2013. Also, the rv lead pacing impedance was rising with weekly pace lead trend data shows an increase for max v pace equal to 496 to 2512 ohms peak between (B)(6) 2012 and (B)(6) 2013. There was also and non-physiological oversensing with ventricular short interval count equal to 93677 counts, in 137.7 days between (B)(6) 2012 and (B)(6) 2013. Product: 7230cx implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The right ventricular (rv) lead had high impedances and an elevated short interval counter. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.